Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that during an interrogation it was observed the cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited high shock impedance measurements of 200 ohms. It was noted that the shock impedance had been consistantly at 200 ohms for the last three months, with only a few occassional drops to 60 ohms. Boston scientific technical services (ts) was consulted and suggested further testing. The field representative would discuss options with the physician. The crt-d and rv lead remain in service and no adverse patient effects were reported.

Event description:
The field representative discussed with the clinic and they would bring the patient in for testing sometime in the future.